Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22066j, reader sn (B)(4)). A repeat cue covid-19 test performed on 29-jul-2022 and 01-aug-2022 provided a negative result. Customer tested negative with an expired at-home roche antigen test on (B)(6) 2022. On (B)(6) 2022, the customer also tested negative with a mail-in pcr test from bioiq. The customer experienced a mild sore throat at the time of testing and received an anonymous exposure notification from their phone but is unaware of any other confirmed exposures. Cartridges were stored according to the instructions for use. See case (B)(4) for alternate false positive result.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.